Event description:
Customer contact (B) (4) reported "blade came apart while using."

Manufacturer narrative:
A medwatch form was not received from the reporter therefore, any missing or incomplete data on form 3500a is the result of info not being provided or released by the reporter despite attempts to obtain the required info. One open and used blade was received and visual inspection under a microscope by the product manager, quality engineering, and customer loyalty manager showed a piece approximately 4mm in length of the inner tip was sheared off and it was included with the returned product. The proximal left tooth was bent outward indicating impact with an inappropriate material. We will continue to monitor and report trends. No patient injury or follow up care was indicated. Instructions for use include the following but are not limited to: do not use burs above the speed indicated on the bur label. Insertion of metal objects in blade or bur window may cause the blade or bur to break leaving fragments in the wound which may be difficult to remove. Bending or prying may break the blade or bur, causing harm to patient or staff. Discontinue use of curved bur if tip begins to wobble; replace the bur to prevent injury to patient.